Event description:
It was reported that an unexpected decrease in estimated battery longevity was observed on the device. The device was pacing at high output despite no issue with the capture threshold issue. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that the autocapture algorithm was turned off and the remaining estimated battery life increased to an acceptable value. The physician did not allege a malfunction against the device and alleged the decrease in estimated battery longevity was due to the autocapture algorithm operating in high output mode. The high output mode was suspected to be due to fusion pacing. The patient was in stable condition and will continue to be monitored.